Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella 5.5 support, a position in aorta alarm was triggered. Upon attempting to re-insert the pump, the artificial blood vessel began to protrude through the skin. The ligation between the artificial blood vessel and sheath remained intact with minimal bleeding. The pump was subsequently explanted. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related. A small amount of access site bleeding was also reported. The root cause of access site bleeding was most likely use related as the bleeding was resolved after re-suturing the suture pad at access site.